Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and the touch screen became shattered. Customer is unable see the pump touch screen to enter values and deliver a bolus due to the damage and is only able to use the pump for basil insulin. Customer's blood glucose was 125 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.